Event description:
It was reported that the customer's insulin pump was alarming motor error during manual prime. Caller stated that the customer had an MRI and she was wearing the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test with units left on the status screen. Unit was alarming during rewind due to motor encoder disk out of phase. It was unable to perform prime, basic occlusion, occlusion, and excessive no delivery alarm tests due to alarms. Unit had cracked reservoir tube lip. Unable to confirm motor error alarms due to malfunction.